Manufacturer narrative:
Concomitant medical product: 4076 lead; implanted: (B)(6) 2012; dtbb1d4 ICD implanted: (B)(6)2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had intermittent t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.